Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 13 cm (5") aprox 1.8 ml, adaptador p/ bomba c/ chemolock¿ generated a leak during patient use. The reporter stated that during the afternoon shift, the set was leaking medication with chemotherapy vp16. They proceeded to remove lot 13924129. It is unknown if the product is available for evaluation. The event occurred during patient use, however, there was no harm as a result of this event, there was no medication contact with the patient or the nurse, but there was exposure to inhalation of the cytostatic. No additional information is available.

Manufacturer narrative:
The complaint on the 034-cl3034 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history for lot 13924129 was reviewed and no nonconformities were found that would have led to the reported complaint.